Event description:
Philips sent an urgent field safety notice advising that their AED pads are potentially defective, but users will not become aware of the problem until trying to use the pads. Philips recommends that users carry extra pads for back-up use, but these spares have the same potential problem. Of further concern, philips knows their product will potentially not deliver a therapeutic dose of electricity, but will only supply the extra (potentially defective) pads at full price, but does not have any available anyway. FDA safety report ID# (B)(4).